Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Lead was repositioned on (B)(6) 2023 due to high rv capture. On (B)(6) 2023 at follow up physician programmed rv output to 4.4v-1ms. Lead remains implanted. Should additional information be received, this file will be updated.